Event description:
Ous MDR - boston scientific received information that the patient with this right ventricular (rv) lead experiences chest discomfort when rv pacing occurs. Intermittent capture on the rv lead is noted at 6.5 v at 0.5 ms. Lead impedances are stable at 440 to 480 ohms and intrinsic amplitude measures 2.6 mv to 4.4 mv. The patient is 53# rv paced with fusion or pseudofusion noted at times; his underlying rhythm is sinus rhythm. The device is currently programmed to ddi 50 and the rv outputs are at 6.5 v at 1 ms. The patient was being sent for a chest x-ray and may have a CT scan later to check for perforation. Intensified follow-up was being planned. No serious injuries were reported. At this time, the boston scientific field representative has not been able to obtain any further information from the physician's office. No further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.